Event description:
On (B)(6) 2013, the pt underwent a procedure using gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A contra-lateral leg component was deployed after the implantation of the trunk-ipsilateral leg component. During the deployment process, the contra-lateral gate of the trunk-ipsilateral leg component was reportedly pushed slightly upward by a gore dryseal sheath. Angiography showed a possible partial coverage of the left renal artery by the trunk. It was reported that there was no reduced blood flow into the left renal artery observed. A metallic stent was implanted in the left renal artery for a preventive purpose. The procedure continued and ended without any other complications. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Attempts to acquire information required for this form were made by gore. Blank required field indicated that the information was not provided, was deemed unavailable or was not applicable.